Event description:
The patient underwent a third bypass surgery for unstable angina. A balloon was inserted in surgery after the bypass at about 1300. Initially an unusual, more square waveform was noted so the balloon was withdrawn slightly after which normal pumping waveforms were obtained. The patient was transferred to ccu with the balloon pump reported as working fine. The gas loss alarm was noted once in the early evening. At about 2330 loss of pumping was reported with response from physicians and nurses involved. By 2345 the patient was deteriorating, plans were made to return to surgery and efforts initiated to remove the balloon. The balloon could not be removed; the connection end was cut off to assure deflation and a cut down to the artery and excessive force the balloon came free with a sleeve of intima approximately 7 cm long. The patient could not be stabilized for surgery and expired at about 0030 pm on the 11th.